Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive in the lower right corner of the display screen. Customer's blood glucose level was 136 mg/dl at the time of call. Reportedly, the customer continued using the pump for insulin therapy.